Event description:
On (B) (6) 2003, this patient underwent repair of a 4.5 cm abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. The patient tolerated the procedure. On (B) (6) 2010, imaging showed the aneurysm diameter to have enlarged to 6.4 x 6.1 cm. The physician reported that the aneurysm enlargement was due to graft porosity, not an endoleak as initially found on previous imaging. On (B) (6) 2010, a relining procedure was performed to treat aneurysm enlargement due to endotension and aneurysm enlargement of the left common iliac artery. Three additional gore excluder aaa endoprostheses were implanted, and final angiography revealed no evidence of endoleak and exclusion of the left common iliac artery aneurysm. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The devices implanted during the initial procedure on (B) (6) 2003 were the gore excluder bifurcated endoprostheses. Additional device implanted on (B) (6) 2003 and involved in this event: pcc141200/022220414.